Event description:
MFR received a user facility report reporting an incident where "rn set diprivan at faster rate than was ordered". The facility reported that the pt became hypotensive but had no info regarding medical intervention or pt injury. No add'l details are available.